Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device - 1 year, 4 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the lvad system produced low speed and pump stoppage events when connected to the power module. The patient was instructed to connect the system controller to external batteries and come into the clinic on (B)(6) 2017 to download log files and take x-ray images. The log file was read onsite and confirmed three pump stoppage events. X-ray images reviewed did not show any obvious areas of concern. The patient was sent home with an ungrounded cable and was schedule to come back to clinic for a percutaneous lead (driveline) replacement on (B)(6) 2017. The patient was asymptomatic. A technical service representative was onsite on (B)(6) 2017 and performed a percutaneous lead (driveline) replacement. The patient was placed on a grounded cable after the repair and was instructed to perform several torso movements and no alarms were noted. The patient was to be monitored overnight and then discharged if no more alarms occurred. No additional information was provided.

Manufacturer narrative:
The report of low speed and pump stoppage events was confirmed though the analysis of the submitted system controller log files. Three low speed/pump stoppage events were captured on 06/01/2017 between 17:18-17:19 and at 19:53. The events were associated with low speed advisory and low speed hazard alarms as well as scattered driveline disconnect and low flow hazard alarms. All captured interruptions in pump function occurred while the system was operating on the mobile power unit. Approximately 17 inches of the external portion/distal end of the driveline was replaced on (B)(6) 2017 and returned for evaluation. Electrical continuity testing of the replaced portion of the driveline revealed that all wires were electrically intact. Moderate breakdown of the metal braided shield was observed along the length of the driveline segment, which appeared consistent with over one year of use. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. X-ray images of the internal and external portions of the driveline were submitted for review. The x-ray images were examined and showed that the driveline was looped around the outflow conduit of the device, which could be a potential area of concern; however, a potential wire compromise could not be identified based on the x-ray evaluation. Based on previous complaint experience, the events captured in the log file appeared consistent with a potential driveline wire compromise; however, the cause of the events could not be conclusively determined through this evaluation. The patient remains ongoing on lvad support and no further issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.